Event description:
Reportable based on analysis completed on 15nov2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 3.5 x 21mm 90% stenosed eccentric de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was approached from the femoral artery and predilated with a 2.5x15 mm maverick2 balloon catheter; following predilation stenosis was 70%. The 3.5 x 24mm promus element mr stent delivery system was advanced but was unable to cross the lesion. The procedure was stopped at this point. No stent was implanted, the patient was treated medically. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. The struts on row 1 from the proximal edge were severely misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).